Manufacturer narrative:
Date is approximate if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient saw a power on reset (por) when checking their device. Patient said they had recent emi exposure due to a CT scan that may have caused or contributed to the por. Patient stated they had the CT scan on the nerves in their spine in (B)(6) and their therapy was off during the CT scan. There were no symptoms reported. No further complications were reported or anticipated.